Manufacturer narrative:
Submit date: 11-may-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for servicing. Upon triage, a technician found the left half of the screen displays black pixels, the icons on the left are not legible. There are no signs of liquid ingress inside the unit. The root cause was a bad lcd. Unit was repaired, cleaned, tested, and recertified per procedure. The unit passed all tests. The unit is back to normal operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit back to stock; a specific issue was not alleged. Upon triage on (B)(6) 2017, the service tech found the unit has a screen that is half blank.